Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. The device was returned to the supplier for evaluation. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The supplier reported the device was manufactured in 2004 and that the connector has corrosion and signs of arcing. Internal corrosion was found. The supplier reported the failure is most likely due to wear from use. Annual maintenance can prevent this. The complaint was verified.

Event description:
It was reported that, during an acl reconstruction surgery, the saggital saw overheated; the handle was unable to be grabbed. A back-up device was available to complete the procedure without delay. Neither the patient nor the user suffer any injury.